Event description:
It was reported via repair work order that the brakes would not hold due to worn brake rings and the brake cams were worn which contributed to the brakes not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.